Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven and a half years after filter deployment, a CT of the abdomen indicated the filter tilted to the left with multiple struts perforating and extending in multiple directions beyond the ivc wall. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. It cannot be confirmed that the patient experienced pe post deployment as there is no mention of pe in the provided medical records. Per the provided medical records, the filter was deployed secondary to gastric bypass surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that the bypass surgery could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eleven years six months post filter deployment, it was alleged that the patient experienced deep vein thrombosis/pulmonary embolism. Furthermore, it was alleged that the filter tilted and the filter struts perforated beyond the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.